Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient went to the bathroom, noticed that the tubing got disconnected from the pump and the tubing unplugged from the quick release. The site was right side of her back at the buttocks and the pump was on her right waistband. The infusion was used for 3 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.